Manufacturer narrative:
The device is an automatic external defibrillator (AED), and the actual device involved was returned by the user faiclity. Complaint evaluation confirmed the customer complaint in that the device recognized a battery as auxiliary power. The consequence of this kind of malfunction is that if the device was being operated on battery power only and the battery were to become depleted, the device operator would not be informed of the battery's charge condition because the device was incorrectly indicating (via the display screen) that the device was being operated on auxiliary (external) power. Failure investigation found that an electrical component (an integrated circuit, or ic) had failed internally; it had become shorted. The ic is a permanently sealed component and the reason for its failure could not be determined. The ic was replaced and the device was tested to confirm that the replacement was effective. The device was fully inspected and passed all performance and release testing. A review of complaints for this device family to identify any similar instances found only one prior instance (occurring in 2003). This finding supports a conclusion of a rare, isolated failure.

Event description:
It was reported that when a battery is inserted into the aed20, the unit recognizes it as an auxiliary power input not battery input.